Event description:
Sensing difficulty, damaged/cracked/cut insulation, inappropriate therapy, coil fracture

Manufacturer narrative:
Evaluation summary: device within specification, partial lead in segments returned.